Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing repeated occlusion alerts shortly after inserting a new infusion site. The previous infusion site had also generated an occlusion alert prior to a routine supply change. Troubleshooting of insulin delivery showed no issues; the infusion site appeared dry and intact, and tubing was connected correctly with drops observed immediately during a fill tubing step. The user was advised to continue monitoring for further alerts or unexpected blood glucose rises. No hospitalization, treatment, or adverse health effects were reported.